Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. The patient tolerated the procedure. Date unknown, 2018, follow-up CT (computed tomography) determined a distal type I endoleak involving the right common iliac artery (rcia) on the contralateral side; and a ulp (ulcer-like projection) between the of proximal edge of trunk-ipsilateral leg component and a renal artery. On (B)(6) 2018, the patient underwent endovascular reintervention and an additional contralateral leg component was implanted and to extend coverage of the existing contralateral leg component. An aortic extender component was implanted to extend coverage of the proximal trunk. Completion angiography showed the endoleak was resolved. The patient tolerated the procedure.

Manufacturer narrative:
Date of event, event: corrected/additional information.

Event description:
On (B)(6) 2018, the patient underwent endovascular intervention. An additional contralateral leg component was implanted and extended to the existing contralateral leg component. An aortic extender component was implanted and extended to the existing trunk-ipsilateral leg component. An angiography shows there was no endoleak. The patient tolerated the procedure.